Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urin ary/bowel dysfunction. It was reported that patient stated that their stimulator is no longer working like how it was in the beginning.  Patient said they got 50% improvement in the beginning but now it's down to 12%. Patient stated that their doctor recommended t urning off the stimulator for a while because they think the wires may have moved. Patient said their handset is off but the stimulator is not.

Manufacturer narrative:
Continuation of d10: product ID hh9021snm serial# (B)(6) product type mobile platform product ID 978b128 lot# va2qlq2 implanted: (B)(6) 2023 product type lead product ID neu_unknown serial# unknown product type unknown section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 24-apr-2024, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.